Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the patient experienced increased symptoms of spasticity at some times, but other times she experienced signs of treatment occurring. This started ¿a few weeks prior¿ to the pump being replaced. A dye study on the catheter was performed to see if it was patent, and it appeared to be normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the refill history of the pump was unknown, but there was 16.7 ml left at the time of the procedure. It was indicated that only baclofen was in the pump with a concentration of 2000 mcg/ml.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. However, during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 2 of 4 tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 396 mcg/day via an implantable pump. The indication for use was not reported. It was reported the patient demonstrated alternating symptoms and control. The physician tried to determine the patency of the catheter. A test was carried out on the catheter to check its position, patency and whether any kinking was present; the test was inconclusive. The physician found no problem with the catheter, and she said that it was a problem with the pump delivering drug intermittently. The pump was replaced. It was unknown if the issue was resolved. However, the patient's status was alive - no injury. The pump would be returned to the device manufacturer. It was unknown when the event occurred. It was unknown if there were any environmental, external or patient factors that might have led or contributed to the event. Information regarding the patient¿s weight, medical history, and other medications was unavailable. No further complications were reported.